Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) removal surgery due to the cuff eroded into the urethra. All components were removed and replaced. The patient is expected to fully recover.